Event description:
It was reported that during a ptca/stenting treatment procedure involving at 90% stenotic lesion in the proximal portion of the lad coronary artery, the maverick2 monorial was suspected to have ruptured at 14 atmospheres on the third inflation. (The number of atmospheres reached during the first and second inflations are unknown.) The balloon catheter was being used to deploy a stent (size and type unknown). The patient was asymptomatic during this event. A hi-b guidewire (size unknown) and a blh-1 guide catheter (size unknown) were also used in this case, but the size and type of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Patient status is reported as 'good'. No additional information is available.